Manufacturer narrative:
Na.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the infusion device does not track the cartridge volume or delivery insulin correctly. No adverse event was reported. The customer does not wish to return the infusion device for evaluation.